Event description:
Telemetry monitors went down at this time. Biomed was called and was informed about our monitors going down. All nurses were then informed on the floor to check on their patients at this time immediately, and every 15 minutes.